Event description:
An optometrist reported a case of diffuse lamellar keratitis (dlk), observed on a patient's left eye at one day post lasik treatment. Patient noted vision was blurred. Reporter indicated patient was placed on increased topical steroid eye drops. Upon additional follow up, reporter indicated the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).